Manufacturer narrative:
Additional pro code: qrb.

Event description:
It was reported the spinal cord stimulation (scs) lead displayed high impedances. The patient underwent a procedure where the lead was removed and replaced. The procedure was completed successfully, there were no abnormalities, and the issue has resolved. The explanted lead will not be returned as it was disposed by the medical facility.

Manufacturer narrative:
Additional pro code: qrb.

Event description:
It was reported the spinal cord stimulation (scs) lead displayed high impedances. The patient underwent a procedure where the lead was removed and replaced. The procedure was completed successfully, there were no abnormalities, and the issue has resolved. The explanted lead will not be returned as it was disposed by the medical facility.